Event description:
It was reported, "patient blistering after use of electrodes during 5-lead monitoring. As there is no protocol for prepping the skin at the hospital, the nurse used cavillon prep (alcohol pad, skin prep) prior to placing the electrode on patient. As the patient had "friable" skin, the nurse used her own judgement and found that this helped. Communication has now gone out to nursing to no longer use this when prepping. The equipment has ben checked out by engineering and was found to be within specification. Patient received treatment (antibiotic ointment). The electrodes were on the patient for less than 24 hours."

Manufacturer narrative:
Actual devices from incident have been returned to conmed corporation for evaluation. The investigation has not yet commenced; however, is anticipated in the near future. A supplemental report will be filed on completion of the quality engineering evaluation.

Manufacturer narrative:
No lot numbers were provided for the electrodes involved in any of the reported complaints. Representative samples of the ECG electrodes were provided for testing (for some of the complaints). In two (2) cases, used electrodes were provided to conmed. Unfortunately, all returned electrodes were compromised (edges folded over or attached to post it notes where dye was absorbed into the gel) rendering the electrodes in an unusable condition for testing purposes. (B)(4). Additionally, rapid removal of the electrode may cause skin damage. The IFU also indicates, "rapid removal of the electrode from the patient may cause skin damage." Another possible cause of the skin reactions documented in the complaints could be based on an allergic reaction to a component of the hydrogel or substrate adhesives. The possible product and manufacturing sources for these events have been investigated. A review of the manufacturing process and product inspection along with subsequent hydrogel analysis has shown no significant changes to process or materials. These results, in conjunction with discussions with university of rochester medical center staff, suggest that this uncharacteristic increase in skin reaction events may be attributable to skin preparation within the adult critical care units; primarily the use of the above mentioned products: cavilon, bath-in-a bag, and skin-prep. No conclusive manufacturing related defects were observed with the devices during the evaluation; therefore, no corrective action is recommended at this time. Conmed is considering this complaint closed. There were six (6) reported skin irritations/reactions with this complaint. Therefore, this medwatch is associated with the following medwatch reports: 1320894-2013-00119; 1320894-2013-00128; 1320894-2013-00129; 1320894-2013-00130; 1320894-2013-00131; and, 1320894-2013-00132.